Event description:
It was reported that the patient has experienced intermittent stimulation of the chest wall which was determined to be tolerable for the patient. The lv (left ventricular) output was programmed to less than two times the threshold, the event resolved without sequelae, and the lead remains in use. It was noted that the patient was enrolled in the system longevity post market clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.concomitant medical products: 1488tc competitor leads (x2) implanted: (B)(6) 2008; 305u225 tissue valve implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced intermittent chest wall and/or diaphragmatic stimulation, but only in certain positions which are avoided and not distressing or bothersome.